Event description:
It was reported that the patient complained of feeling a hiccup and feeling pain. It was noted that the right ventricular lead exhibited intermittent phrenic nerve stimulation. The patient was scheduled for a generator change and the physician opted to explant and replaced the lead. The patient was in stable condition.